Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported all of the buttons on the infusion device do not function. Patient reported removing the battery and inserting again. Patient stated the infusion device now starts with an e8 (power interrupt) message. Patient reported being unable to confirm the error message. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested returned of the alleged product for evaluation.